Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2022, it was observed that the nut would not thread into the 3d head even when the sleeve was removed to test the thread and it did not work. According to the report, the event caused a roughly ten minutes of delay to the procedure while the 3d head required removing and replacing. There was no harm caused to the patient. No additional information was provided. This complaint involves one(1) device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.